Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I positioner lost suction twice. The first time, the nurse may have stepped on the tubing of the device. The second time suction was lost, there was a positioning issue and the foot of the stabilizer interfered with the housing of the device. The same device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).